Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV.

Event description:
Patient reported "chronic cervical spine and joint pain", "severe fatigue", "frequent migraine headaches", "digestive issues, lactose intolerance" and "dermatological symptoms, skin problems" considered not device related. Patient also reported "intracapsular rupture", "structural abnormalities" and "capsular contracture baker grade iii-IV". Patient later reported "a keyhole sign, wavy line signs, and small fluid droplets are present". The patient was hospitalized during implanting surgery. This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d3, d4, d6a, g1, g4, h6.

Event description:
Patient reported "chronic cervical spine and joint pain", "severe fatigue", "frequent migraine headaches", "digestive issues, lactose intolerance" and "dermatological symptoms, skin problems" considered not device related. Patient also reported "intracapsular rupture", "structural abnormalities" and "capsular contracture baker grade iii-IV". Patient later reported "a keyhole sign, wavy line signs, and small fluid droplets are present". The patient was hospitalized during implanting surgery. This record is for an unknown side. The device remains implanted.